Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery alarm and power error alarm. The customer¿s blood glucose level was unknown. It was reported that they had power error alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that they had second replace now battery alarm without low battery alarm. The customer declined troubleshooting for power error. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.